Event description:
The customer reported that the message "speaker operation problem" appears on the mx450 monitor and there is no sound. The device was reported to not be in clinical use at the time the issue was discovered. There was no patient harm reported.